Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure to ensure that the stent is centered between the two radiopaque markers on the balloon.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the proximal lad. The orsiro was stripped off the balloon before it was loaded on the wire. As it was not noticed and the device was advanced to the target lesion for stent deployment. After the procedure (during case review) it was noticed that no stent appeared to be on the balloon and it appears the stent did not enter the body. Thus, patient was brought back into cath lab and another stent was implanted.